Event description:
The patient heard a "beeping" from the pump and contacted the physician's office. The patient was seen by the physician on (B)(6) 2010. At the appointment, the patient stated that the physician was refusing to treat him due to compensation issues for prior pump refills; the physician also would not put saline in the pump to keep it functioning. The pump was used to deliver morphine and bupivacaine and was refilled every month. On (B)(6) 2010, the alarm sound changed to a "european ambulance sound"; it was unclear if the pump had been interrogated and if the pump reservoir was now empty. The patient's primary care physician had referred the patient to another pain clinic, but it would take 2-3 days before the patient heard if they would be accepted or not. It was also reported that there was a catheter issue. It was unclear if the issue was that the catheter was disconnected from the pump or if the catheter had dislodged at the insertion site. The catheter was very uncomfortable for the patient and causing him pain; the catheter was said to be rubbing against his back. The catheter issue was not confirmed via x-ray or CT. The physician had felt the area of the patient's back and said it was "disconnected". Add'l info has been requested and a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).